Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer replaced the xray tube.

Event description:
The customer reported that the x-ray tube began to arc. The error occurred during a case.